Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon rupture at 4 atms. (The number of inflations performed is unknown). The lesion being treated was a calcified, 99% stenotic lesion in a tortuous right coronary artery. No pt injuries or complications were reported. Pt status is reported as "good".